Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent procedure name? Date of initial procedure? Confirm date of event is (B)(6) 2021? Confirm drain removed and replaced with new drain on (B)(6) 2021? Was another reservoir used /tried when issues were noted? Product code of blake drain and lot number available? How was hematoma and seroma treated? Patient demographics: initials / ID, or date of birth; bmi. Current patient status. Please advise of the status of the return. Note: events reported on mw# 2210968-2021-02098. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. The drain was clogged. The drain was replaced during reoperation on (B)(6) 2021. The patient suffered hematoma, seroma. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/7/2021. Additional information was requested, and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Burr hole trepanation chronic on subdural hematoma. Date of initial procedure? Initial date of procedure? On (B)(6) 2021. Confirm date of event is on (B)(6) 2021? Initial date of event is on (B)(6) 2021. Confirm drain removed and replaced with new drain on (B)(6) 2021? Revision on (B)(6) 2021. Was another reservoir used /tried when issues were noted? Yes. Product code of blake drain and lot number available? 2160, lot: j2018645 (reservoir-missing drain info). How was hematoma and seroma treated? Not known, mostly used for chronic on subdural hematoma patient demographics: initials / ID, gender or date of birth; bmi not known current patient status. Not known. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint#: (B)(4). Date sent to the FDA: 4/7/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.